Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted

Event description:
A home patient reported air in the tubing during dialysis therapy after the initial drain(no alarm). The home patient stated that this air was observed after experiencing connection issues with the heater bag. The patient was going to restart the therapy using all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.